Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess this analyzer. The fse performed close inspections and through testing of the analyzer. The fse was unable to find any hardware issues. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, an assignable cause of the non-reproducible, false positive access accutni+3 result is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible, false positive troponin I (access accutni+3) result on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) for one (1) patient. The initial access accutni+3 result generated on the first sample drawn for this patient was <0.01 ng/ml. The patient was redrawn (second sample) two hours later and a result of 0.13 ng/ml was obtained. The second sample was repeated twice and both times results of <0.01 ng/ml were obtained. The results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters such as calibration and two levels of quality control (qc) were within assay specifications prior to patient testing. Qc was reported to be failing after this event. A system check performed on the event date was passing for all measured parameters. Precision runs were performed using qc materials. The precision runs recovered out of range particularly with most points generated on pipettor 2. The patient's sample was a plasma sample and was a full draw collected in a green top tube. The sample was centrifuged at 8,000 revolutions per minute (rpm) for 3 minutes. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to access the analyzer.